Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirts during priming. Customer¿s blood glucose level was unknown. Customer stated that they received unexplained no delivery alerts and rejected new batteries. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly or a33 error noted. (B)(4).